Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. On the same day, the patient was hospitalized for this event. On an unreported date, the patient was treated with an injection intraperitoneal of vancomycin one gram stat for peritonitis. On an unreported date, the patient was treated with an injection intravenous of exmer one gram, twice a day (duration not reported) for peritonitis. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the treatment with antibiotic therapy was withdrawn. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.